Event description:
It was reported that 1 bd syringe 10ml reg pr saline 10ml fill had foreign matter in the fluid path. The following information was provided by the initial reporter :   the consumer reported one syringe with a plastic or clear round object floating inside the syringe before infusing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Exec summary: no physical device samples were returned. No samples were returned and as a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (foreign matter) on this lot # 1335315. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for this batch # 1335315 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.